Event description:
Reported: in 2004 - the patient underwent a hernia repair. The patient was implanted with a small oval bard kugel hernia patch (product code no. 0010101). In 2005 - the patient developed an uncomfortable bulge, which the doctor discovered was a result of the defective patch that was implanted in 2004. In 2005 - the patient was compelled to undergo surgery to remove the defective mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.